Manufacturer narrative:
(B)(4). His follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product confirms the reported event. The drill bit has fractured at the point where the neck transitions to the shank. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The additional information received does not change the outcome of the previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill has broke during surgery. There was no impact on patient and surgery was completed with another device.

Manufacturer narrative:
(B)(4). Foreign source: poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that drill broke. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
It was reported that the drill broke. No impact or consequence to the patient was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures of the product provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.